Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an unknown error message. The reporter was unable to clarify which error message the meter was displaying other than it was showing a message ¿error redo¿. The reporter also alleged that the subject meter read inaccurate compared to his feelings and/or normal readings. In addition, the reporter also alleged that after inserting a test strip, the ok button sometimes has to be pressed in order to proceed to the apply blood screen. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issues began approximately 6 months prior to contacting lfs. The reporter stated that the patient obtained alleged inaccurate blood glucose readings of ¿38, 78 and 45 mg/dl¿ with the subject meter. The reporter informed the csr that the patient manages his diabetes with self-adjusted insulin (type and dosage unknown) and claimed the patient did not make any changes to his usual diabetes management regimen as a result of the alleged issues. The reporter claimed that 3-4 weeks after the alleged issues began he developed symptoms of ¿cold sweats and was incoherent¿. In response to his symptoms, the reporter claimed the patient attended the emergency room (ER) and was treated with IV (unknown type) and also food and drink. The reporter claimed a blood glucose test was performed on the ER meter and a result of between ¿38-48 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the reporter did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.